Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that three sensor had failed. Customer tried to press the release button and the entire sensor came off the pedestal and started bleeding. Customer's blood glucose was unknown. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.